Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 16 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. "The positive lamp is lit, and there are 16 positives, and something is detected in the upper part."

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives in rows c\d of drawer a. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and replaced gh rack of the c drawer and calibration was performed along with installing contact strengthening parts. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was rack failure. CAPA (corrective and preventive action) 410111 was recently implemented for false positives. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 16 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. " the positive lamp is lit, and there are 16 positives, and something is detected in the upper part."